Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified that the side port tubing was separated from the hub. Initially, it was reported that there was resistance when trying to advance the transseptal needle through the vizigo¿ sheath dilator. The vizigo¿ sheath was replaced and the issue resolved, and the procedure continued. No adverse patient consequence was reported. The resistance with sheath was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-nov-2023, the side port tubing was found separated from the hub. This was assessed as MDR reportable with an awareness date of 15-nov-2023.

Manufacturer narrative:
The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. The device was inspected, and the side port tubing was separated from the hub. Then, a guidewire was introduced through the dilator and resistance was observed. For the observed conditions, a manufacturing investigation was performed, and it was determined that the side port tubing separation is not related to the manufacturing process since evidence of proper assembly was observed. However, the resistance reported by the customer was confirmed to be related to the manufacturing process since the dilator was causing this issue. A device history record evaluation was performed for the finished device 60000151 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The side port tubing separation could be related to manipulation during procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).